Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self- test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Unable to confirm alarm due to overwritten history file. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 497 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.